Event description:
It was reported that there was an under-infusion event. Epidural infusion via intermittent bolus, event log says 84ml delivered and bag volume 52ml at end of infusion (100ml bag). The reporter stated that the cnm in maternity has informed her that there was 52ml left at the end of the treatment. There was patient involvement, and no adverse harm reported. Possible lot number 6026769

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.